Event description:
The customer reported to beckman coulter (bec) that there was an uncontained fluid leak as a result of a white blood cell (wbc) bath overflow from the coulter ac *t diff 2 analyzer. A few ml of fluid from the bath leaked onto the counter while the customer was running controls. A hemoglobin (hgb) blank voltage error was recovered by the instrument as a result of the leak. The operator was wearing gloves when the leak was observed, and the use of personal protective equipment was recommended prior to troubleshooting with the customer technical specialist (cts). There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was not dispatched for this event. The customer was assisted over the phone by the customer technical support specialist (cts). The cts helped the customer activate solenoid valve lv12 manually, by using the diluter functions, and then pull the actual tubing out, reseat and reinsert the tubing. The white blood cell (wbc) bath started draining, resolving the bath overflow issue and the hgb blank errors initially reported. The cts indicated that the tubing was most likely partially obstructed. Valve lv12 controls the draining of the wbc bath. The failure mode of the leak was related to tubing through valve12 (lv12) which was most likely partially obstructed. The hgb blank voltage errors were also caused by the bath overflow and alerted the operator to an instrument problem. (B)(4).